Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tinnitus ("ringing in my ears"), metal poisoning ("metal toxicity"), nerve injury ("nerve damage"), morning sickness ("morning sickness"), hypoaesthesia ("numb thumb") and bone pain ("stabbing hip pain on my right side"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, metal poisoning, nerve injury, morning sickness, hypoaesthesia and bone pain outcome was unknown and the tinnitus had not resolved. The reporter considered bone pain, hypoaesthesia, medical device removal, metal poisoning, morning sickness, nerve injury and tinnitus to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: stabbing hip pain on my right side. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tinnitus ("ringing in my ears"), metal poisoning ("metal toxicity"), nerve injury ("nerve damage"), morning sickness ("morning sickness") and hypoaesthesia ("numb thumb"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, metal poisoning, nerve injury, morning sickness and hypoaesthesia outcome was unknown and the tinnitus had not resolved. The reporter considered hypoaesthesia, medical device removal, metal poisoning, morning sickness, nerve injury and tinnitus to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, metal poisoning, nerve damage and tinnitus. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events-nerve damage, numb thumb, morning sickness and reporter updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced tinnitus ("ringing in my ears"), metal poisoning ("metal toxicity"), nerve injury ("nerve damage"), morning sickness ("morning sickness"), hypoaesthesia ("numb thumb/hand") and bone pain ("stabbing hip pain on my right side") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the tinnitus had not resolved. The outcomes for medical device removal, metal poisoning, nerve injury, morning sickness, hypoaesthesia and bone pain were unknown. The reporter considered bone pain, hypoaesthesia, medical device removal, metal poisoning, morning sickness, nerve injury and tinnitus to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product indication, start and stop date added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced tinnitus ("ringing in my ears"), metal poisoning ("metal toxicity"), nerve injury ("nerve damage"), morning sickness ("morning sickness"), hypoaesthesia ("numb thumb/hand") and bone pain ("stabbing hip pain on my right side") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal/hysterectomy with bilateral salpingectomy). At the time of the report, the tinnitus had not resolved. The outcomes for medical device removal, metal poisoning, nerve injury, morning sickness, hypoaesthesia and bone pain were unknown. The reporter considered bone pain, hypoaesthesia, medical device removal, metal poisoning, morning sickness, nerve injury and tinnitus to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2010, however it was entered in argus as (B)(6) 2010. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter added, essure's date implanted updated from (B)(6) 2010 to (B)(6) 2010. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal") in a 36 year-old female patient who had essure inserted (lot no. 686081) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of negative pregnancy test, obesity, anemia, depression and gravida I. Previously administered products included: calcium, fish oil, toradol, multivitamin & mineral, xanax, vicodin, ponstel, sig and motrin migraine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1382 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced tinnitus ("ringing in my ears"), metal poisoning ("metal toxicity"), nerve injury ("nerve damage"), morning sickness ("morning sickness"), hypoaesthesia ("numb thumb/hand") and bone pain ("stabbing hip pain on my right side"). The patient was treated with surgery (laparoscopic bilateral removal of essure devices and laparoscopic bilateral tubal sterilization). At the time of the report, the tinnitus had not resolved. The outcomes for medical device removal, metal poisoning, nerve injury, morning sickness, hypoaesthesia and bone pain were unknown. The reporter considered bone pain, hypoaesthesia, medical device removal, metal poisoning, morning sickness, nerve injury and tinnitus to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2010,, however it was entered in argus as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.483 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: hysterosalpingogram clinical history: evaluate essure closure device. Findings: fluoroscopic imaging provided for dr. Who performed the exam and injection. Bilateral essure tubal implants noted. Contrast fills unremarkable appearing anteverted or retroverted endometrial cavity. No extension of contrast beyond the level of the cornua. Three fluoroscopic images performed. Approximately 30 seconds fluor-time elapsed. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added. Lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal") in a 36 year-old female patient who had essure inserted (lot no. 686081) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of negative pregnancy test, obesity, anemia, depression and gravida I. Previously administered products included: calcium, fish oil, toradol, vitamins nos, xanax, vicodin, ponstel, sig and other therapeutic products. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1382 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced tinnitus ("ringing in my ears"), metal poisoning ("metal toxicity"), nerve injury ("nerve damage"), morning sickness ("morning sickness"), hypoaesthesia ("numb thumb/hand") and bone pain ("stabbing hip pain on my right side"). The patient was treated with surgery (laparoscopic bilateral removal of essure devices and laparoscopic bilateral tubal sterilization). At the time of the report, the tinnitus had not resolved. The outcomes for medical device removal, metal poisoning, nerve injury, morning sickness, hypoaesthesia and bone pain were unknown. The reporter considered bone pain, hypoaesthesia, medical device removal, metal poisoning, morning sickness, nerve injury and tinnitus to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2010, however it was entered in argus as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.483 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: hysterosalpingogram. Clinical history: evaluate essure closure device. Findings: fluoroscopic imaging provided for dr. Who performed the exam and injection. Bilateral essure tubal implants noted. Contrast fills unremarkable appearing anteverted or retroverted endometrial cavity. No extension of contrast beyond the level of the cornua. Three fluoroscopic images performed. Approximately 30 seconds fluor-time elapsed. Lot number: 686081, manufacture date: 2009-11,expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tinnitus ("ringing in my ears") and metal poisoning ("metal toxicity"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and metal poisoning outcome was unknown and the tinnitus had not resolved. The reporter considered medical device removal, metal poisoning and tinnitus to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, metal poisoning and tinnitus. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.